Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient, the angle knob had play, the insertion tube was scratched, the curved rubber was scratched, the curved rubber bond was cracked, the air/water nozzles were clogged with foreign material, the tip cover was scratched, the insertion tube oredome was broken, watertightness of switch 1 was not maintained, watertightness of the up/down knob was not maintained, the operation part was scratched, the operating part was discolored, switch 4 was worn out, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was collapsed, the universal cord was scratched, the scope connector was scratched, the scope connector cover was scratched, the paint on the air/water supply cylinder was peeling, and the paint on the suction cylinder was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had insufficient angulation. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found in the middle of an unknown procedure. The procedure was completed with the same device with no delay.